Event description:
Catheter was placed at another facility. During the removal, the tip broke off completely and embolized to the pulmonary artery. They attempted to remove tip for 6 hours but were unsuccessful.